Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the dependent patient presented with pacemaker erosion. The physician elected to explant and replace the system with a leadless pacemaker. The physician indicated that blood cultures were negative for infection. The patient is stable.

Manufacturer narrative:
Analysis was normal. No anomaly was found.